Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low laser power. The procedure was completed without patient harm.

Manufacturer narrative:
The company service representative examined the system and found that the optical fiber the customer was using was improperly threaded onto the laser port aperture. The company service representative reseated the optical fiber for the customer. The system was then tested and met all product specifications. The system was manufactured on january 16, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a poor alignment of the laser optical fiber on the laser port, the system was found to meet specifications. The manufacturer internal reference number is: (B)(4).